Event description:
It was reported via the implant patient registry that a 23mm 11500a inspiris resilia aortic valve, implanted for two years and five months, was explanted due to unknown reasons. The explanted device was replaced with another 23mm 11500a inspiris resilia aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that a 23mm 11500a inspiris resilia aortic valve, implanted for two (2) years and five (5) months, was explanted due to endocarditis (enterococcus and coagulase negative staph), vegetation, abscess, and severe aortic stenosis. The explanted device was replaced with another 23mm 11500a inspiris resilia aortic valve. Per the medical records, the patient was transferred from another hospital following prolonged hospitalization with prosthetic av endocarditis (group b strep bacteremia) with evidence of perivalvular abscess complicated by septic emboli (brain, kidney, spleen, l eye), shock, and subarachnoid hemorrhage. The patient continued on with board spectrum antibiotics (vancomycin and cefepime). On the morning of surgery day, the patient developed intermittent av block due to the location of the perivalvular abscess and was brought to the cath lab for insertion of a temporary pacing wire. Upon redo avr surgery, large vegetation was observed on the aortic valve leaflets. The prosthetic valve was explanted. Significant infection of the aortic root and complete disruption of the vaj. After all infected tissues were debrided, interrupted pledgeted sutures were placed around the aortic annulus, and a 23mm 11500a valve was sewn to a 28mm valsalva graft. The conduit was implanted. The patient was weaned off cardiopulmonary bypass (cpb) with moderate inotropic support. Pulsatile dark bleeding around the root anteriorly was noted, which appeared to come from the rvot. Cpb was re-initiated and suture was placed from the rvot into the skirt of the graft, which stopped the bleeding. The patient was weaned off cpb, but the rv was dysfunctional, which may have been due to either torsion or edema around the right coronary. Cpb was re-initiated and CABG x1 was performed. After reperfusion, the patient was weaned from cpb without difficulty and hemostasis was reasonable. Protamine was administered. Pathology report for bioprosthetic aortic valve, explanation: infective endocarditis with perivalvular abscess and acute inflammation. Postoperatively, the patient developed complete heart block. She underwent permanent pacemaker placement on pod #13. The patient was discharged to a rehabilitation facility on pod #23.